Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) say it is a communication problem from the device to the pdms, but it has now been determined that it is an internal it hospital data processing problem. So not a problem with our device. No patient involved,no harm reported. Unit return to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) data communication no longer worked after software update and the pdms epic. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).